Manufacturer narrative:
Batch review performed on 01 july 2026 pedicle screw 03.58.223 must mc screw d 5x35 cannulated (k210427) lot. 2328478: (B)(4) items manufactured and released on 05-jan-2024. Expiration date: 2028-11-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review.

Event description:
Tlif surgery was performed at l3-l4. When the pedicle screw (5mm x 35mm) was inserted at right side of l4, the bone fracture occured. The surgeon changed the trajectory , and replaced with the pedicle screw (6mm x 40mm). Patient`s poor bone quality.